Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were pixels missing on the pump display. The customer also provided a blood glucose (bg) level of 42 mg/dl. No additional information was provided. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.